Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart and a cold reset was performed error and compromised force sensor system error. Customer reported that they were able to clear the alarm and also was able to rewind the pump. Customer also reported that alarmed recurred. Troubleshooting was performed. No harm requiring medical intervention was reported. The device will be returned for analysis.